Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400499803. One (1) sample and pictures of the incident were received for evaluation. The pictures where visually evaluated and it was noted that the backcheck valve was broken off in the y-site of the caresite. The physical set was leak tested and there was a leak found near the green clamp which is indicative of misloading. The house retain samples were inspected and passed all internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the infusomat pump tubing broke at the distal y site, resulting in leakage of a chemotherapeutic drug (gazyva).